Event description:
It was reported that the patient with discomfort presented in the emergency room. It was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited diaphragmatic stimulation. An x-ray revealed that the rv lead and ra lead had dislodged. The rv lead and ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were dislodgment and muscle stimulation. A complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.